Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) and left middle cerebral artery (mca) using a penumbra system 5max reperfusion catheter, 3max reperfusion catheter, 5max separator, and 3max separator. Prior to the procedure, 13,560,000 units of intravenous tissue plasminogen activator (IV t-pa) were injected. During the procedure, aspiration was successfully performed using the 5max reperfusion catheter, 3max reperfusion catheter, 5max separator, and 3max separator. The patient was not injected with heparin. A postoperative computerized tomography (CT) showed high intensity area without edema, where huge hematoma formed. It is unclear whether the shadow was hemorrhage or damaged brain. Eight hours after the operation, both pupils dilated. Massive hemorrhage associating edema was observed in the left frontal cortex and basal ganglion. The physician closely monitored the patient's condition but withheld any additional treatment. Approximately 11 days later, the patient expired. Physician's comment: according to her family's wishes, the patient did not receive a treatment such as cranial decompression. She has gone to the rest after being brain dead. It is obvious that the cause of death is bleeding into the damaged brain complicated with recanalization. The relation between the event and the penumbra system was not deniable.

Manufacturer narrative:
Hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00593, 00594, and 00595. Hospital discarded the device.